Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to replace the chloride electrode and to perform ion selective electrode module maintenance. The cause of the discordant chloride result is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride result was obtained on one patient sample on an advia 1200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, which resulted lower. The repeat result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant chloride result.